Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in 2012. The patient¿s diabetes regimen and her action in response to the alleged product issue are not known. According to the csr¿s documentation, as a result of the alleged meter issue the patient reportedly became lethargic and experienced shaking a month later; the patient, however, denied receiving any form of treatment after the reported power issue occurred. At the time of troubleshooting, the csr verified the subject meter¿s batteries did not need to be replaced, the patient was using the correct test strips at the time the alleged power issue occurred, there was no misuse of the lfs product, and the subject meter did not turn on manually with the power button or with the test strip. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.